Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't boot up) was confirmed. Upon investigation the monitor was unable to fully power on. The cause for the failure was isolated to a defective sd card. The root cause for the defective sd card could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to power on.